Event description:
It was reported that the pump "buttons" were not working, although it was not specified if the customer was referring to the wake button on the pump or the touchscreen buttons. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.